Event description:
It was reported that an 8110 syr was affected by plastics recall, r090-syr/pca gripper recall and r111-syr/pca sizer misalign. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer, remedial action required, remedial action, imdrf annex a, b, c and d grids. Omit: a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available h3 other text : see manufacturer narrative..

Event description:
It was reported that an 8110 syr was affected by plastics recall, r090-syr/pca gripper recall and r111-syr/pca sizer misalign. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.